Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call twice due to sensors giving inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose readings were 270 mg/dl and 208 mg/dl while the sensor glucose readings were 77 mg/dl and 115 mg/dl at the time of the incident. Customer's blood glucose was 233 mg/dl at the time of the call. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer was assisted with troubleshooting and was able to calibrate the sensor in closer range. The sensor will not be returned for analysis.